Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. Patient information is limited due to confidentiality concerns. The baseline gender/age of the patients is male/(B)(6). Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: results of enhanced implantable cardioverter defibrillator programming to reduce therapies and improve quality of life (from the enhanced-ICD study). American journal of cardiology. 2016;117(4):596-604.

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillator (ICD) or cardiac resynchronization device (crt-d) systems. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were patients who experienced inappropriate shocks, and patients who had ¿concerns¿ about their devices. There were programming changes made during the time of the study that the article references. The article also indicated that one patient suffered ¿syncope¿ during the follow up period. The status of the device is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.